Event description:
The reporter stated a toric silicone lens model aa4203tl tore upon insertion and the cause of the lens damage was unk. The lens was implanted and removed without patient injury. The reporter could not recall the model and lot numbers of the cartridge and injector used during surgery.

Manufacturer narrative:
Evaluation: results: visual inpection of the lens showed one haptic was torn off missing. There was evidence of surgical and reddish residue. Conclusion: (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.